Manufacturer narrative:
The pump was returned to animas and evaluated. Testing confirmed intermittent responses to button presses on the down and up arrow buttons. Multiple button presses were required before the buttons would engage. The buttons did not have normal spring back or click. The keypad cover was removed to check the condition of the button contacts. Contamination was present under the contacts of all buttons. The button contact at the up arrow was also misaligned.

Event description:
On (B)(6) 2011, the patient and his mother contacted animas alleging that keypad button presses did not activate desired pump functions. The patient's mother claimed that the pump was unresponsive to down arrow button presses. The patient's mother denied that the keypad was tearing or peeling. There was no allegation that the reported issue contributed to an injury. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's mother claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient's mother did not allege any harm or injury because of the reported issue.